Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: physical and emotional damages due to blood clots, clotting and occlusion of the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Per the medical records provided, the patient had a history of left fibular fracture twelve days prior to admission, with subsequent use of wheelchair, pancreatitis, hypertension, helicobacter pylori, cholecystectomy and tubal ligation. The patient was admitted for shortness of breath with chest pain and diagnosed with right pulmonary artery emboli extending into all three lobes. There was no evidence of deep vein thrombosis on imaging. Per the implant records, the trapease filter was successfully deployed in the infrarenal position after venogram. There were no reported complications. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately ten years and four months post implantation. The patient reports blood clots, clotting, and/or occlusion of the ivc. The patient further reports suffering from emotional and physical pain and suffering. Specifically, the patient suffered from a clogged ivc filter and chronic occlusion extending all the way down toward the bifurcation of the iliac vessels, and further attributes dizziness and abdominal pain to the clogged ivc filter. The patient must now live with constant worry and anxiety concerning own state of health related to the filter and has been unable to work or walk for long periods of time due to the occlusion of the ivc filter.

Manufacturer narrative:
As reported b, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, history includes left fibular fracture twelve days prior to admission, with subsequent use of wheelchair, pancreatitis, hypertension, helicobacter pylori, cholecystectomy and tubal ligation. The patient was admitted for shortness of breath with chest pain and diagnosed with right pulmonary artery emboli extending into all three lobes. There was no evidence of deep vein thrombosis on imaging. Per the implant records, the trapease filter was successfully deployed in the infrarenal position after venogram. There were no reported complications. The filter subsequently malfunctioned and caused injury and damages including, but not limited to blood clots, clotting and occlusion of the inferior vena cava (ivc). Per the patient profile form (ppf), the patient reports blood clots, clotting, and/or occlusion of the ivc. The patient further reports a clogged ivc filter and chronic occlusion extending all the way down toward the bifurcation of the iliac vessels, dizziness, anxiety and abdominal pain to the clogged ivc filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Abdominal pain, anxiety, dizziness, walking difficulty, and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Complaint conclusion: the product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: physical and emotional damages due to blood clots, clotting and occlusion of the ivc. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.